Event description:
The stents were placed on (B)(6) 2003 around 3:30 pm. Mr. (B)(6) required a ptca for subacute stent thrombosis on (B)(6) 2003 around 10:00 pm. He continued to do poorly following the initial ptca and likely re-occluded the stent. Mr. (B)(6) expired on (B)(6) 2003 at 1:55 pm.